Event description:
A hospital in (B)(6) reported that during the operation the head of the screw was coming off. There wasn't any impact on the procedure, the operation was finished successfully. This report is #1 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions of the complained click x pedicscrew were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. Our investigations have shown that the complained click x pedicle screw has indeed slipped off. We do suppose though that far too strong mechanical forces have caused the stripping of the click x head, visible on the hex-head. A failure resulting from either a material defect or the manufacturing process can be excluded. No product fault could be detected.